Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Investigation unit discovered the cannula housing and soft cannula are missing. No adverse event reported. Product has been received.